Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own, which allowed insulin delivery. Ultimately, the customer reverted to an alternate method of insulin therapy.